Event description:
It was reported that an implantable neurostimulator (ins) was implanted after its use by date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.